Manufacturer narrative:
The insulin pump passed the displacement test and selftest. A test alarm was set, triggered and alarmed successfully. Audio/vibrate anomaly/absence of alarm not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had beep anomaly and absence of alarm. The blood glucose at the time of the incident was 163 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.